Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was removed due to the pt's body "rejecting" the system. It was stated the system was causing the pt more pain. Everything was explanted from the pt except for the lead. The pt recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.